Event description:
The patient was replaced prophylactically. The explanting facility historically does not return devices so the generator has not been received to date.

Event description:
It was reported that the patient had been hospitalized. This was reported as the patient¿s prophylactic replacement surgery had to be cancelled due to the patient¿s hospitalization. The patient was under palliative care, and is medically fragile. Programming history was reviewed for the generator. At the patient¿s most recent office visit, the generator had been at intensified follow up indicator for their battery status. No anomalies were seen. No additional or relevant information has been received to date.